Event description:
The customer reported that the insulin squirted out during the manual prime process. The blood glucose reading was on the 300s mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Reviewed the alarm history and found that the customer received an alarm while priming the tubing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.